Event description:
One touch ultra strips were peeling upon insertion into the meter. Pt had recently purchased the test strips; therefore, pt did not have any results to report. Pt did contact a medical professional for device; however, no further treatment was sought. The pt neither alleged harm nor experienced injury or medical intervention. The customer service representative walked the pt through troubleshooting and a few strips from the vial peeled upon insertion into the test strip port. Based on the information supplied, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was resolved not through troubleshooting. Pt's meter, test strips, and control solution were replaced.